Event description:
The lay user/pt contacted lfs in 2009 alleging erratic readings with the one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt to contact mss to obtain further clinical info. Based on the initial call to lfs, the pt requested a replacement meter, since she alleged erratic readings on her one touch ultra 2 meter. She also claimed that her meter was also flashing different "numbers" on the lcd screen after a blood glucose reading or after a control test was performed. The pt was not willing to answer any of the potential adverse event questions. The pt only mentioned that she was hospitalized and was treated by an hcp. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, blood glucose readings, why the pt was hospitalized, treatment, diagnosis, symptoms, date of the event and to verify what kind of "numbers" she happened to see after the blood glucose readings and control tests. The pt's products were replaced. The complaint is being reported because the pt alleged she was hospitalized and was treated by a medical professional due to the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.